Event description:
The customer reported an intermittent displayed communications fail error message. This message will likely result in a system lockup, no boot, or shut down situation. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board and the backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service.